Event description:
It was reported by the affiliate that during an unknown procedure, the device produced an incomplete staple line. The user sutured by hand to complete the case. There was no patient consequence.